Event description:
Event description guidant received information that this patient has passed away. During the pathology examination pathologist noted that there was a scrape in the aorta, most likely due to the atrial helix. The lead was implanted medially to the right atrial, and apon further pathological findings, noted a hole in the atrium. It was observed that something shiny was protruding through the atrium. Implanting physician is concerned about placement of the atrial leads, and wanted to know about the penetration depth of the sweet picotip rx.